Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was evaluated and replaced. The system software and configuration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a check file disk error. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.